Manufacturer narrative:
During device evaluation of the autopulse platform (s/n (B)(4)), zoll service personnel noticed that the load cell # 2 readings were not within the acceptable parameters. Load cell # 2 was replaced as a precautionary measure to address the observed issue. During visual inspection of the autopulse platform, the front enclosure was found to be cracked, and one of the head restraint wires was observed to be cut/broken off. The cut head restraint does not render the autopulse platform non-functional. The observed physical damages were appeared to be the characteristics of harsh impact due to user mishandling. Furthermore, it was noted that load plate screws were missing, attributed to user mishandling or neglect. No documented report was found showing that regular preventative maintenance (pm) was performed since the device was acquired by the customer in 2015. The front enclosure, top cover, and load plate screws were replaced to address the observed issues. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During device evaluation of the autopulse platform (s/n (B)(4)), zoll service personnel noticed that one of the load cell readings was not within the acceptable parameters. No patient involvement.